Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation results. One 6fr angio-seal vip carrier tube assembly was returned for evaluation. All accessory components were returned. Visual inspection revealed there was no damage/deformation noted with returned components. The bypass tube was situated on the tip of the carrier tube in its manufacturing location. The collagen was swollen within the carrier tube tip and expanded the slit. No other visual anomalies were noted, based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr angio-seal vip device was used for vascular closure after surgery. Radiography revealed a 90% stenosis in the middle section of the right coronary artery (rca). The surgical site was the right femoral artery. After opening the package, the main part cavity was found to be split, and the hemostatic collagen sponge was expanded and exposed. Another angio-seal device was used to replace the first one and the surgery was finished with this device. The patient was reported to be in stable condition. Additional information was received august 01, 2019: the size of the procedural sheath was 6fr. A pre-deployment angiogram was performed. The procedure was completed successfully.